Event description:
It was reported a patient's atrial lead presented with over-sensing noise. The lead was explanted and replaced in a procedure on (B)(6) 2023. Post-procedure the patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two portions for analysis. Visual analysis noted an external insulation abrasion consistent with friction to another device or patient anatomy located at the distal end of the lead on the distal (b) portion of the lead. The cause of the reported event is isolated to the exposure of the coil in the abrasion zone. Electrical testing did not find any indication of conductor fractures although an internal short was noted. All other damages are consistent with procedural damage.